Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital after having a syncopal episode at home. The patient had another syncopal episode and a period of asystole in the hospital. It was further reported that the right ventricular (rv) lead exhibited high thresholds and dropped beats. Reprogramming occurred. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.